Manufacturer narrative:
(B)(4). Batch #unk. Attempts are being made to obtain the following information: is the white tissue pad completely missing from the clamp arm of the device? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported by the customer that during an unknown procedure, the white plastic part on the clamp bit detached itself making it unusable. The surgeon had to replace the defective device. There were no patient consequences reported and there was no delay to the procedure. A spare device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Date sent: 02/25/2020. D4: batch # t93h35. Additional information was requested, and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? The white plastic part took off. Device analysis: the device was returned with the blade tip damaged, however, the blade was not cracked. Additionally, the tissue pad was damaged, melted, and not all present in addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and tested on a gen11. The device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This, in turn, can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.